Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device breakage ('a small fragment residual was noted, within the right cornual aspect of the uterus'), uterine perforation ('migration /right essure in uncertain location/ perforation') and device dislocation ('right fallopian tube was noted, imbedded in the mesentery and fat surrounding the transverse colon'). In a female patient who had essure (batch no. A02552), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: multigravida and parity 3. Concurrent conditions included: salpingitis isthmica nodosa. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced, device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), infection ("infection nos"), urinary tract disorder ("urinary problems nos"), dyspareunia ("dyspareunia") and autoimmune disorder ("autoimmune like symptoms"). The patient was treated with surgery (laparoscopic removal of essure and bilateral salpingo-oophorectomy). At the time of the report, the device breakage, uterine perforation, device dislocation, infection, urinary tract disorder, dyspareunia and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, device breakage, device dislocation, dyspareunia, infection, urinary tract disorder and uterine perforation to be related to essure. The reporter commented: 3-4 coils remained in the cavity at the end of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2012, 1. Left essure catheter in good position with left tubal occlusion. 2. Right essure catheter is in an uncertain location. On (B)(6) 2013, findings consistent with bilateral tubal occlusion essure catheters noted as above. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: aberrant right essure, found incidentally on imaging to be within the abdominal cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jun-2020, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review. And a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a small fragment residual was noted within the right cornual aspect of the uterus'), uterine perforation ('migration /right essure in uncertain location/ perforation') and embedded device ('right fallopian tube was noted imbedded in the mesentery and fat surrounding the transverse colon.') In a female patient who had essure (batch no. A02552) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 3. Concurrent conditions included salpingitis isthmica nodosa. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), infection ("infection nos"), urinary tract disorder ("urinary problems nos"), dyspareunia ("dyspareunia") and autoimmune disorder ("autoimmune like symptoms"). The patient was treated with surgery (laparoscopic removal of essure and bilateral salpingo-oophorectomy). At the time of the report, the device breakage, uterine perforation, embedded device, infection, urinary tract disorder, dyspareunia and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, device breakage, dyspareunia, embedded device, infection, urinary tract disorder and uterine perforation to be related to essure. The reporter commented: 3-4 coils remained in the cavity at the end of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2012: left essure catheter in good position with left tubal occlusion. Right essure catheter is in an uncertain location; on 05-apr-2013: findings consistent with bilateral tubal occlusion essure catheters noted as above. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: aberrant right essure, found incidentally on imaging to be within the abdominal cavity. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.